Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 patient's diabetes educator reported an issue with transmitter. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed through connection loss via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of issue with transmitter is reportable based on the findings of connection loss.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint.